Manufacturer narrative:
H11: two (2) devices were received from evaluation. A visual inspection was performed, and it was noted that there was leaking at the seam as there was a top hanger hole side flat weld defect near the hanger hole. The seam was open and not sealed on both samples. The reported condition was verified. The cause of the reported condition could not be determined; however, likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam. The bag seams burst during pharmacist check prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred daily between june 3, 2024 - june 5, 2024. Should additional relevant information become available, a supplemental report will be submitted.